Event description:
It was reported that a red alert was received due to high out-of-range (ooo) shock impedance on the right ventricular (rv) lead measuring 127 ohms. It was determined the cause was from encapsulation. Technical services (ts) discussed options of troubleshooting or continuing to monitor with the remote monitoring system. The health care professional (hcp) will bring the patient in to turn off the beeper function. At this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was received due to high out-of-range (ooo) shock impedance on the right ventricular (rv) lead measuring 127 ohms. It was determined the cause was from encapsulation. Technical services (ts) discussed options of troubleshooting or continuing to monitor with the remote monitoring system. The health care professional (hcp) will bring the patient in to turn off the beeper function. At this time, this rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated a defibrillation threshold (dft) test was performed and the impedance for that shock measured 73 ohms. The health care professional (hcp) did confirmed that patient does have mineralization. Technical services discussed the limit of shock lead impedances of 145 ohms for a delivered shock. At this time, the right ventricle (rv) lead remains in service. No adverse patient effects were reported.